Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (severe calcification). Evaluation, conclusions: (severe calcification).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 12 cm left common iliac artery aneurysm approximately 1 month ago. Vessel morphology was reported as the aortic neck was severely calcified. There was no bifurcated stent graft used and the plan was to use iliac limbs and aortic cuffs. The left iliac artery was coiled off and a fem-fem bypass was done to re-direct blood flow to the right side. It was reported that after the iliac limb was implanted, there was a proximal type 1 endoleak. The iliac limb was extended distally and proximal with aortic cuffs. The proximal endoleak diminished but did not completely resolve. (Ref MFR# 2953200-2011-00542). Three palmaz stents were implanted proximally and the endoleak was barely still there. No further intervention was performed and the physician thinks once the heparin wears off the endoleak will disappear. The decision was made to evaluate the endoleak at the 30 day follow-up. No additional clinical sequelae were reported and the pt is fine.